Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. A revision procedure was performed and the associated rv lead was removed from service and replaced. Fluoroscopy and x-x-ray did not identify any visible defects to the lead or the device. No additional adverse patient effects were reported.